Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use precautions the user that this product is not compatible with metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During multiple endoscopic retrograde cholangiopancreatography (ercp) procedures, the physician used at least three (3) cook acrobat calibrated tip wire guides. The hydrophilic coating on the end of the wire is getting bumpy, stripping off and coming apart [coating damage]. A new one has to be opened and used to complete the intended procedure. The event has occurred multiple times this month. The following information was received 01/16/17 from the cook area representative: "I will give you as much information as I have, I do not have lot numbers or specific dates, original complaints were verbal complaints, not getting much information even with probing, complaints continued of difficulty performing exchanges feeling that wire was ¿bumpy¿ and now stating that the hydrophilic end was "shearing". The complaints seem to be on the patient end. This facility has used this wire for a long time. I was told that the problem was with different doctors and nurses."